Event description:
A ti distal femur liss plate, implanted for a distal femur fracture, broke post-operative. Patient was revised to another plate.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been received.